Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high, compared to another meter (onetouch ultra mini) the complaint was classified based on customer service representative (csr) documentation. The patient reported that she first became aware of the meter issue on (B)(6) 2017, at 12.10, alleging that she obtained an inaccurately high blood glucose reading of ¿91 mg/dl¿ with the subject meter compared to ¿66 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient reported that she does not take any medication for her diabetes, and that she made no changes to her usual diabetes management regimen in response to the alleged inaccurate result. The patient reported that on (B)(6) 2017 at 12.10, she had developed symptom of ¿shaky¿, which she self-treated with glucose tablets/gel. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr walked the reporter through a retest and the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event and it cannot be confirmed, when the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.